Manufacturer narrative:
Kühn, a. L., kan, p., srinivasan, v., rex, d. E., rodrigues, k. D., howk, m. C., . . . Puri, a. S. (2018). Flow diverter for endovascular treatment of intracranial mirror segment internal carotid artery aneurysms. Interventional neuroradiology, 159101991879253. Do I:10.1177/1591019918792536. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Both vessel occlusion and intracranial hemorrhage are identified as potential risks in the pipeline instructions for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline embolization device implantation. The purpose of this article was to evaluate the feasibility and efficacy of the pipeline embolization device (ped) in the treatment of unruptured, intracranial mirror segment aneurysms. The authors reviewed the results of 14 patients with 32 internal carotid artery (ica) mirror segment aneurysms treated with the ped. All patients were female; the mean age was 52.9 years. The article noted the following: - patient #6: the patient (female, (B)(6) years) underwent placement of two peds in the treatment of mirroring, saccular aneurysms in the ophthalmic internal carotid artery (ica). The article states that on follow-up, the patient was found to have complete occlusion of the anterior temporal artery branch, but did not demonstrate any clinical deficits. - patient #11: the patient (female, (B)(6) years) underwent placement of two peds in the treatment of mirror, saccular aneurysms in the ophthalmic ica. The article states that the patient experienced a small intraparenchymal hemorrhage and subarachnoid hemorrhage, associated with a frontoparietal infarction resulting in right upper extremity weakness and aphasia (post-treatment mrs 3). The patient's mrs remained stable at the 3¿9-month follow-up.